Event description:
Information received by medtronic indicated that insulin pump had failed battery test alarm. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The customer inserted a new aa battery and a new battery cap but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software version 5.2a. Retainer ring black. Customer returned device for an alleged failed battery test found on (B)(6) 2021. Device passed displacement test; however, device did not pass self test, sleep current measurement, active current measurement. Test p-cap successfully locked into the reservoir tube. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for failed battery test was not confirmed; however, self test, sleep current measurement test, and active current measurement test failures suspected to be moisture damage on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.